Event description:
Related manufacturer report number: 2017865-2019-01006. During follow-up, high capture threshold was noted on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed the left ventricular (lv) lead was dislocated. The lv lead was explanted and replaced and during the replacement procedure decreased sensing was noted on the right atrial (ra) lead. The ra lead was explanted and replaced during the same procedure and the patient was in stable condition.

Manufacturer narrative:
The reported event of decreased sensing on the right atrial lead was not confirmed. As received, a complete lead was returned in three pieces with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or electrical shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. All damage noted is consistent with procedural damage.